Event description:
It was reported that the customer had a prime rewind anomaly on the insulin pump. Customer's blood glucose level was 122 mg/dl. Customer stated that the insulin was squirting out during the manual prime process. It was explained that liquid on the inside of the tubing connector can temporarily block the vents that allow proper priming. Pump was stuck in the prime/rewind. Troubleshooting could not be continued since the pump will not leave the prime process. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. The insulin pump was received with protruded/loose drive support disk. The device had minor scratched display window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.